Event description:
It was reported that the iab was inserted uneventfully in the pt. It was noted that there was some leakage at the sheath and during manipulation of the sheath, the body separated from the hub. The sheath and iab were removed and replaced without any complications.